Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the pulse generator was in backup operation.